Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined a conclusive cause for the reported difficulties could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during device unpackaging and prior to use the stent implant was noted to be dislodged from the balloon. The device was not used; there was no patient involved. There was no reported clinically significant delay in the procedure. No additional information was provided.